Manufacturer narrative:
Upon reassessment of the reported event, the stem was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the stem was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04995, 0001825034 - 2019 - 04989.

Event description:
It was reported that following a revision procedure, patient experienced dehiscence with persistent drainage from the surgical site; therefore, superficial incision and drainage of the site was performed. The patient again continued to experience persistent wound complications and underwent a second revision approximately 4 months later. During the revision, the patient was noted to have unresolved adverse reaction to metal debris, trunnion corrosion, and metallosis. The stem was left in place, and all other components were revised without complication. Attempts have been made and additional information on the reported event is unavailable at this time.